Event description:
Customer looked everywhere for the batteries and can't find them. Customer stated that the numbers don't display all the way. A review of the system was conducted over the phone. The review indicated that segments were missing from the 100s and 10s positions. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.